Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. 1. What were the diagnosis and indication for the index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. Please confirm that surgiflo was used. 5. What was the intended use of the surgicel and surgiflo? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel and surgiflo used (on what tissue)? 7. How much surgicel was used during the procedure? 8. How much surgiflo was used? What procedures were done during the second surgery (on day 2)? 9. Was surgiflo removed after hemostasis was achieved? 10. Was the surgicel product left in place? Was the excess removed? 11. Was the surgicel fibrillar packed into the application area? 12. What were current symptoms following the index surgical procedure? Onset date? 13. What is physician¿s opinion as to the cause of or contributing factors to this event? 14. Was there an alleged deficiency of the surgicel or surgiflo that contributed to the patient¿s post-operative left upper limb weakness after surgery? 15. Since the patient muscle strength gradually recovers, did you identify a cause for the limb weakness? 16. What is the patient¿s current status? 17. What is the users experience w/ surgicel fibrillar, surgiflo and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cervical spondylotic myelopathy procedure on (B)(6) 2023 and absorbable hemostat was used. During the surgery, the doctor used absorbable hemostat to compress and stop bleeding, and fluid gelatin to stop bleeding. No active bleeding observed when closed. The patient developed left upper limb weakness after surgery and underwent surgery on the second day. The patient's muscle strength gradually recovered after surgery. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? Cervical spondylotic myelopathy 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. First surgery is on 2023-07-31 for anterior cervical discectomy decompression and fusion and internal fixation under general anesthesia 3. Was there any intraoperative concurrent use of other products? 1961 and ms0010, other products are unknown 4. Please confirm that surgiflo was used. Yes 5. What was the intended use of the surgicel and surgiflo? Was it used to address active bleeding or used prophylactically? Address active bleeding 6. How much surgiflo was used? What procedures were done during the second surgery (on day 2)? Unk, on 2023-08-01 it's hematoma evacuation under general anesthesia 7. What were current symptoms following the index surgical procedure? Onset date? After the surgery, the patient had weakness of left upper limb, and underwent hematoma evacuation under general anesthesia on (B)(6) 2023. After the surgery, the patient's muscle strength and sensation were gradually recovered. 8. What is physician¿s opinion as to the cause of or contributing factors to this event? Hematoma formation left upper extremity weakness 9. Since the patient muscle strength gradually recovers, did you identify a cause for the limb weakness? Hematoma formation left upper extremity weakness 10. What is the patient¿s current status? After hematoma evacuation under general anesthesia, the patient's muscle strength sensation gradually recovered after surgery. The following information was requested, but unavailable: 1. Where was the surgicel and surgiflo used (on what tissue)? 2. How much surgicel was used during the procedure? 3. Was surgiflo removed after hemostasis was achieved? 4. Was the surgicel product left in place? Was the excess removed? 5. Was the surgicel fibrillar packed into the application area? 6. Was there an alleged deficiency of the surgicel or surgiflo that contributed to the patient¿s post-operative left upper limb weakness after surgery? 7. What is the users experience w/ surgicel fibrillar, surgiflo and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.